Event description:
It was reported that an increase in pacing lead impedance and thresholds have occurred in (B)(6). The physician will monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.